Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the material broke near the connector during use". No patient injury or harm reported. New device used successfully. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided five representative samples for evaluation. The manufacturer reports that the tubing on the representative samples was torn after testing was conducted. A device history record review was performed and no relevant findings were identified. The complaint was confirmed. A non-conformance was opened with the supplier of the tubing in order to address this issue.

Event description:
It was reported that "the material broke near the connector during use". No patient injury or harm reported. New device used successfully. Patient condition reported as "fine".